Event description:
Alleged per pt and maude event report (B)(4) - pt underwent hernia repair on left side. Since the surgery, the pt reported disability, abdominal pain and spasms that radiate from implant to phrenic nerve.

Manufacturer narrative:
Currently, we are unable to determine whether the device may have caused or contributed to the alleged event. No medical records have been provided and no specific device failure has been indicated. We have contacted the initial reporter to obtain additional info. The MDR includes all pt, event and device info davol has received to date with the info provided, no conclusion can be drawn.